Manufacturer narrative:
Info was not provided by the initial contact. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that, during the emergency bowel resection procedure, the device partially fired causing bowel/stool spillage in the abdomen. A hand sewn anastomosis was needed to complete the case. Case completed with another device of the same product code.